Event description:
Information provided states that during routine post op appointment imaging showed an asymptomatic posterior cage migration. Revision surgery was performed on (B)(6) 2017 and initial spacer was retrieved without incident and replaced with a shorter length spacer. Surgeon advanced spacer forward in disc space and compressed on rod/screw construct. Patient admitted to not following medical directive to not return to certain aspects of his employment.